Event description:
A silicone lens model aa4203vf was received defective. The facility stated there was a metal chip in the lens. The lens was not implanted and there was no patient contact. The model and lot numbers of the cartridge and injector are unknown.